Event description:
Patient reported to have undergone total hip arthroplasty and further reported pain and possible elevated metal ion levels. A review of invoice history confirmed that patient underwent total hip arthroplasty on (B)(6) 2010. Follow up with the patient's physician office verified elevated cobalt and chromium levels were present in the patient's blood. There has been no revision procedure reported to date.

Event description:
Patient reported to have undergone bilateral total hip arthroplasty and further reported pain and possible elevated metal ion levels. A review of invoice history confirmed that patient underwent total hip arthroplasty on (B)(6) 2009 and (B)(6) 2010. Follow up with the patient's physician office verified elevated cobalt and chromium levels were present in the patient's blood. Subsequently, revision procedures were performed on november 1, 2012 and another on (B)(6) 2012. It is unknown which side was revised on the surgery dates.

Manufacturer narrative:
Current information is insufficient to permit a conclusion as to the cause of the event. Review of device history records show that lot released with no recorded anomaly or deviation. There are warnings in the package insert that state that this type of event can occur: "elevated metal ion levels have been reported with metal-on-metal articulating surfaces." This report is number 3 of 3 mdrs filed for the same event (reference 1825034-2012-02070 / 02072).

Manufacturer narrative:
The follow-up report is being filed to relay additional information that was unknown at the time of the initial medwatch. There are warnings in the package insert that state that this type of event can occur: under possible adverse effects: "intraoperative or postoperative bone fracture and/or postoperative pain." And "material sensitivity reactions. " this report is based on allegations set forth in plaintiff¿s complaint and the allegations contained therein are unverified. This report is number 3 of 6 mdrs filed for the same person (reference 1825034-2012-02070/-02071/-02072 & 2013-00137/-00138/-00139).

Event description:
Patient reported to have undergone bilateral total hip arthroplasty and alleges pain and possible elevated metal ion levels. A review of invoice history confirmed that patient underwent initial total hip arthroplasty procedures on (B)(6) 2009 and (B)(6) 2010. It is unknown which side was implanted on each initial procedure date. Follow up with the patient's physician office verified patient's allegation of elevated cobalt and chromium levels. Subsequently, revision procedures were performed on (B)(6) 2012 and (B)(6) 2012. It is unknown which side was revised on each revision date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent a right total hip arthroplasty on (B)(6) 2009 and a left total hip arthroplasty on (B)(6) 2010. Subsequently, patient underwent a right hip revision on (B)(6) 2012 and a left hip revision on (B)(6) 2012 due to patient allegations of elevated metal ion levels, pain, aggravation of patient's parkinson disease, tissue and bone destruction, metallosis. Legal counsel further alleges that metal debris, metal staining, synovitis, damaged synovium, histiocytic inflammatory reaction were noted during the left hip revision procedure and the presence of murky yellow fluid and metal staining were noted during the right hip revision procedure.

Manufacturer narrative:
This follow-up is being filed to relay additional information, which was unknown at the time of the initial medwatch.

Event description:
Patient reported to have undergone bilateral total hip arthroplasty and alleges pain and possible elevated metal ion levels. A review of invoice history confirmed that patient underwent initial total hip arthroplasty procedures on (B)(6) 2009 and (B)(6) 2010. It is unknown which side was implanted on each initial procedure date. Follow up with the patient's physician office verified patient's allegation of elevated cobalt and chromium levels. Subsequently, revision procedures were performed on (B)(6) 2012. It is unknown which side was revised on each revision date. This report is based on allegations set forth in plaintiff's complaint and the allegations contained therein are unverified. Additional information received from patient's legal counsel reports patient underwent a right total hip arthroplasty on (B)(6) 2009 and a left total hip arthroplasty on (B)(6) 2010. Subsequently, patient underwent a right hip revision on (B)(6) 2012 and a left hip revision on (B)(6) 2012 due to patient allegations of elevated metal ion levels, pain, aggravation of patient's parkinson disease, tissue and bone destruction, metallosis. Legal counsel further alleges that metal debris, metal staining, synovitis, damaged synovium, histiocytic inflammatory reaction were noted during the left hip revision procedure and the presence of murky yellow fluid and metal staining were noted during the right hip revision procedure. Additional information received in patient medical records reveal the left hip revision on (B)(6) 2012 was due to pain and elevated metal ion levels. The patient's operative report noted metal debris in soft tissues, fluid, metal staining, and synovitis. Additional information received in patient medical records reveal the right hip revision on (B)(6) 2012 was due to pain and metallosis. The patient's operative report noted murky yellow fluid and metal staining. Further information in patient medical records reveal patient's blood was tested on (B)(6) 2012, and (B)(6) 2013.

Manufacturer narrative:
This report is number 6 of 9 mdrs filed for the same event (reference 1825034-2012-02070 / 02072, 02070-1 / 02072-1, 1825034-2013-00137 / 00139).